Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 7.0 x 120, 135cm mustang¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the balloon ruptured at an unknown number of inflation and at an unknown pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the moderately tortuous and severely calcified femoral artery. The device was inflated twice at the maximum rated burst pressure of 18 atmosphere. Upon the third inflation, the balloon ruptured at 18 atmosphere. The balloon was completely removed from the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device and the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear was identified 11mm distal to the distal edge of the proximal markerband and extended 21mm distally along the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The lesion profile may have contributed to the complaint incident as the complainant specified in the additional information that the lesion was severely calcified and moderately tortuous. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the moderately tortuous and severely calcified femoral artery. The device was inflated twice at the maximum rated burst pressure of 18 atmosphere. Upon the third inflation, the balloon ruptured at 18 atmosphere. The balloon was completely removed from the patient.